Event description:
Customer reported that he received a no delivery alarm during bolus. Customer was advised to check the last bolus in the bolus history and it showed it was delivered. Customer stated he cleared the alarm with the esc and act buttons and has not have further issue since. Customer was unable to troubleshoot. He was advised to change the infusion set and reservoir. Blood glucose value is 297 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.